Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va32e8e, implanted: (B)(6) 2025, explanted: product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(6). B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the caller needed to get MRI information. The caller stated that the patient said that the wires did not work, and the implanted system was going to be replaced. The patient did not have the patient programmer with them at the time of the call. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical service specialist reviewed information about MRI.